Event description:
I¿m not going into a lot of details but I had mentor saline breast implants and am now on disability and have continuous illness, hair loss, weight loss, dry skin, muscle loss, joint pain. I worked as an rn full time before the implants and after having them for a couple of years started experiencing so many symptoms. Saw on tv today that health issues could be related to my implants.